Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, removal difficulties were encountered. The physician was treating a moderately calcified in-stent restenosis (85%) of a pixel 2.5 mm stent implanted 3 months earlier in the ostium of the 2nd obtuse marginal branch, located at a bifurcation. He attemped to direct stent with a taxus express2 2.5 x 8 mm drug eluting stent. He inflated the balloon to 10-11 atms. The balloon would not disengage after deflation. The physician reinflated the balloon to 11 atms, deflated it and advanced the stent delivery system, twisting it to release the balloon. The guide catheter telescoped repeatedly down the vessel while the physician was trying to remove the stent delivery system. He was finally able to release and remove the balloon from the stent. He then deployed a taxus express2 3.0 x 8 mm drug eluting stent in a 70-80% lesion in the mid circumflex. The physician noted resistance while removing the balloon from the second taxus express2 drug eluting stent; the guide catheter was pulled in and the balloon was released. No pt injuries or complications were reported. Same case as MFR's # 6000089-2004-00543.